Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Low bg cause was not known. Customer removed insulin pump and emergency medical services (ems) were called who administered intravenous glucose to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.